Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient; product ID: 97755, serial# (B)(6), product type: recharger; product ID: 97745ac, serial# unknown, product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the controller (serial# (B)(6)) found no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they're having a lot of trouble with the programmer for the longest time. Patient (pt) described the controller (ptm) not taking a charge and now doesn't come on. Patient services (pss) understood the pt was stating the ptm was unresponsive. Pt said they've popped the battery out and put it back in with still no response, no battery indicator light on the front and doesn't come on when connected to ac power supply. Pt also mentioned having issues with connection between the recharger (rtm) and the implantable neurostimulator (ins) when trying to recharge their neurostimulator (ins) battery adding if they moved even a hair it would go out of wack. Pt said they have been fighting with it until it went out. Patient services (pss) had pt reset ptm by making sure nothing was plugged into ptm, remove the li battery pack (bp), plugging ac power supply into a wall outlet and then connecting to ptm after verifying power light was green on the power adapter box. Pt confirmed ptm powered on before reinserting bp. When bp was reinserted the pt saw the batteries screen indicating ptm was connected to power supply (white plug with white ptm) and ins . Pt said yesterday the ptm was 90% but when they went to use it today it had nothing on it except the plug. Pss had pt inspect bp and battery compartment without detecting any visible damage. Pt tested ptm with alkaline aa's and ptm powered on indicating battery levels all green. Pt reinserted bp, put pressure on the bp when inserted in ptm causing the ptm to recognized bp. Pt then provided current battery levels: ptm 50% ins . Pt said they made the manufacturer representative (rep) aware of the issues they have been having when they met for reprogramming about a month ago. Pt verified the ptm 'battery indicator' light was flashing green after bp was reinserted. Pss then had pt troubleshoot recharging antenna (rtm). Pt did not detect any visible damage to rtm cord, plugs to rtm / ac power supply but said ptm appeared as though one connector pin in the port was bent. Pt said connector port plugs are hard to get connected. When rtm was connected to ptm all three numbers were 100 for prm during a recharge session. The issue was not resolved. A replacement rtm, con troller and ac power supply were sent out. No symptoms were reported.